Event description:
I use the freestyle libre cgm 14 day sensor. Last (B)(6) my arm got really itchy where my sensor was, and it looked like water was under it. I figure some body wash got under it. It was still itchy a couple of days later, but was getting worse. I ended up knocking my sensor off by rubbing my arm on the couch when I got up (by accident). I went to the bathroom to see why it was so itchy. I peeled the adhesive off and there was a red oozing rash right under where the sensor was. There was one little triangle piece where the rash was not too bad, but this is where there is no adhesive for the needle to inject into your skin. I thought I had did something wrong, so I put on my next sensor after letting my rash heal. Same issue, different arm. I now have 2 circle scars from the rashes caused by the sensor, still visible, 5 months later. FDA safety report (B)(4).